Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal aortic neck was 22 - 22.4 mm, and the length was 26 mm. Calcification in the neck was 25% and thrombus was 50%. The bifurcate was implanted just below the renal arteries. It was reported that after implanting the bifurcate, contralateral limb, and distal iliac extension, dsa confirmed a proximal type I endoleak. This was treated with an aortic cuff, which was placed just proximal to the bifurcate at the level of the renal arteries. The endoleak decreased, but did not fully resolve. No additional actions were taken, and the procedure was ended. No additional clinical sequelae were reported, and the patient will be monitored. The physician commented that the leak may have been caused by the calcification in the aortic neck.